Event description:
Report received of a balloon rupture while the catheter was in use on a pt. There is no report of adverse pt effect. The customer has been contacted but was unable to provide any add'l info.